Manufacturer narrative:
According to the complainant the device is not being returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23. Warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. The reported symptom has been reviewed and no further action is required at this time. Insulet corporation has a defined process for monitoring, identifying and escalating unfavorable complaint trends. Complaint data is a key performance indicator (kpi) reviewed as a part of, however not limited to monthly complaint review and management review. The outcome of these reviews may warrant further action, investigation or escalation as procedurally defined. No physical product investigation is required because the reported event does not meet the risk-based criteria requiring physical inspection.

Event description:
It was reported that the patient's blood glucose level reached 16.2 mmol/l (291.6 mg/dl), while wearing the pod between 4 and 24 hours. It was noted that the user was unsure if the cannula was properly inserted in the site when removing the pod. No information was provided on how the hyperglycemia was treated.